Event description:
It was reported that during the inspection process, the cs100 intra-aortic balloon pump (iabp) reported an automatic inflation error.  There was no personal damage or harm caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion), h10. After inspection, it was found that there was a problem with the drive valve group and no personal damage was caused. Information added stating the hospital has decided not to repair it. This order can be closed.